Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 58.3 cm. Electrical testing did not find any indication of conductor fractures. Internal shorting was found between conductors due to procedural damage to the inner insulation at 8.8 cm from the connector pin. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. The cause of the reported events of low pacing impedance and loss of capture were isolated to inner insulation damage consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that the right ventricular lead had a low pacing impedance in bipolar, and there was loss of capture. Micro-dislodgement of the lead was suspected. The lead was repositioned, but the bipolar impedance was still out of range, and the capture threshold was unstable. The lead was then removed the same day, and outer insulation damage was suspected. There were no adverse health consequences to the patient. The physician mentioned that the lead might have been damaged during the implant procedure.